Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 60 mg/dl. The customer stated that their insulin pump was malfunctioning by giving too much insulin. The customer had also reported that they been receiving no delivery alarms. The customer had a recent transplant and is on a medically advised diet. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Basals and boluses were delivered and properly recorded in history and daily totals. No delivery anomaly noted. Unit functioned properly. Unit received with cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test. Act.